Manufacturer narrative:
Submit date: 01/04/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports the feed would not stop and water was not dispensed as per inputted information. The unit failed to suspend the feed when the feeding was completed. This resulted in an overfeed. The unit did not alarm for feed completion.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of did not alarm at feed completion. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.